Event description:
Multiple falsely elevated troponin I results were obtained on patients samples. The results were reported to the physicians. The samples were repeated and lower results were obtained. Twenty seven patients were admitted to the hospital. There were no reports of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result waschem wash contamination. The fse corrected the malfunction. The instrument is performing within specifications. No further evaluation of the device is required.